Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported review of the device diagnostic log indicated the backup battery was not detected during the power on self test (5002). There was no patient involvement.